Event description:
Healthcare professional reported a left side deflation. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b.

Event description:
Healthcare professional additionally reported "any creases."

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; fold creases. The leak test and microscopic analysis was performed which identified; a curved sharp opening on patch bond edge assessed as unidentified (tear) opening (a dimension measurement in the shell was performed which identify the thickness within specification), wear abrasion, partial delamination of diapherm flange disk assessed as adhesive failure. Based on the device analysis the final assessment is: a sharp opening assessed as unidentified (tear) opening. Delamination of diapherm flange disk assessed as adhesive failure.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device was explanted.